Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during rewind. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed prime test and excessive no delivery test. Unable to confirm motor error alarm and unable to perform displacement test, basic occlusion, occlusion test due to reservoir tube lip broken off. The motor was tested outside of the device and passed. Device received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Device received with moisture damage on electronics assembly noted.